Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death, date of event: estimated. It was reported to have occurred in (B)(6) 2010. There was no reported product deficiency. Death and thrombosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately 15 months post xience v stent implantation in the proximal right coronary artery (prca), the patient died at home. Cause of death was not reported. Subsequent to receipt of this information, it was reported that the patient may have died from possible very late stage stent thrombosis. There was no additional information provided.